Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture and gel bleed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and gel bleed.

Event description:
A patient reported they experienced the events of ¿recurrent capsular formation with painful symptoms¿, ¿general malaise¿, ¿joint pains¿, ¿increase in known allergies¿, ¿asia (autoimmune syndrome induced by adjuvants) syndrome¿, and ¿release of silicone particles¿. Device has been explanted.